Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was simultaneous flow during use of a clearlink continu-flo solution set. The reporter stated that when the infusion was completed, the saline bag had completely emptied due to the simultaneous flow. This occurred during infusion of 250ml saline and cisplatin using a baxter infusion pump in the oncology department. The cisplatin was being infused through an unknown secondary set, and the saline was being infused through the primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.